Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was eroded through the patient's skin and an infection was suspected. The crt-d system was explanted, the patient was treated with antibiotics and a new system was implanted approximately one week later. No further patient complications have been reported as a result of this event.